Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported premature deployment. The reported unexpected medical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report premature activation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3. It was noted the patient had multiple comorbidities. A mitraclip xtw was inserted and steered to the valve without complication. However, the patient went into cardiac arrest, requiring cardiopulmonary resuscitation (CPR). The physician stated the cardiac arrest was not caused by the mitraclip. The patient was stabilized, but it was observed the clip had detached from the clip delivery system (cds) and was floating in the left ventricle (lv). A snare was then inserted and the clip was successfully removed. Two mitraclip xtws were then implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.